Event description:
The tech alleged that the foot left brake caster would set but would not hold. No pt impact.

Manufacturer narrative:
The tech replaced the foot left brake caster to resolve the issue.